Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The adjustable pressure limit (apl) valve was replaced. The customer contact reported there is no patient information available. (B)(4).

Event description:
The hospital reported that the adjustable pressure limit (apl) valve was showing higher pressure than expected. There was no reported patient injury.